Manufacturer narrative:
The customer will have the third party, who supplied the monitor, perform the followup. Service cancelled. If additional information is provided, it will be reported as required.

Event description:
It was reported that the left monitor of the 9600 system was not working. There was no report of patient injury.